Event description:
It was reported that during the right renal pta/stent treatment procedure, removal difficulties were encountered. Resistance was encountered while removing the express biliary sd premounted stent delivery catheter over the guidewire following successful stent deployment and balloon deflation. The catheter was removed as a unit with the wire and guide catheter. The procedure was successfully completed. No pt injuries or complications were reported. The pt's condition was reported as 'fine'.